Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the tfna fem nail ø10 le 130° l360 timo15 (p/n: 04.037.057s, lot number: h871029 ) was received at us cq. Visual inspection of the complaint device showed the nail had broken at the proximal slot. Drill marks were observed. Dimensional inspection: drawing: specified dimensions: proximal shaft od = 15.66 +/- 0.1mm measured dimensions: proximal shaft od = 15.65mm, conforming device used - caliper ca215p. Document/specification review: 04_037_042 rev h (current) and rev f (manufactured) were reviewed. 04_037_017_1 rev f (current and manufactured) was also reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the nail was broken at the proximal slot. Drill marks were observed. There was no indication that a design or manufacturing issue contributed to the complaint. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Due to the received condition, it could not be determined during investigation whether the drill marks caused or contributed to the break. Pie-1445926; pia-1451581 was launched previous to this complaint to investigate tfna nail breakage and associated drill marks/damage at the head element hole/blade aperture. Please see pie-1445926 for further information. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: based on the provided x-ray the breakage of the tfna nail was confirmed. The breakage runs through the wall of the head element/blade hole. Part# and lot# could not be identified and the provided picture does not allow for any determination of the root cause. Part# and lot# of the involved tfna nail was not provided and product was not returned, therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history: lot. Manufacturing location: monument. Manufacturing date: 10-apr-2019. Expiration date: 01-apr-2029. Part number: 04.037.057s, 10mm/130 deg ti cann tfna 360mm/left ¿ sterile. Lot number: h871029 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Scn 16197 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna, bp55. Lot number: 3l72412. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h761704. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from (B)(6) dated 20-nov-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h849135. Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80. Lot number: h846839. Certificate of analysis supplied by metalwerks inc. Dated 31-jan-2019 was reviewed and determined to be conforming. Lot summary report dated 28-feb-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in new (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent revision surgery to have a broken tfna nail removed. The original surgery was performed in (B)(6) 2020. The patient presented on an unknown date with pain and was unable to bear weight. An x-ray performed on an unknown date confirmed the broken nail. The patient did not report any trauma that would have caused the nail to break. There is no further information available. This report is for one (1) 10mm/130 deg ti cann tfna 360mm/left - sterile. This is report 1 of 1 for (B)(4).